Event description:
It was reported that during procedure, when attempted to inflate the subject balloon inside the patient's body, the subject balloon did not expand. It was removed from the body, and upon visual inspection, subject balloon was found to have a pinhole. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date ¿ added. D4 gtin ¿ added. H4 manufacturing date ¿ added. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual inspection and functional inspection could not be performed as the product was not returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed, and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that when attempted to inflate the balloon inside the patient's body, it did not expand. The device was removed from the body, and upon visual inspection, a pinhole was found in the balloon. Additional information received indicates that flush was given when the device was taken out from the dispenser hoop, the balloon was inflated to 6 atm, there was no defect identified at the time of preparation, continuous flush was set up and maintained throughout the clinical procedure, the device was prepared for use as per the directions for use and the patients anatomy was of average tortuosity. There are a number of potential causes for the reported issue including overinflation of the balloon causing damage and damage sustained to the balloon during navigation to the treatment site, however these cannot be definitively determined. As the device was not returned for analysis and a review of all available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during procedure, when attempted to inflate the subject balloon inside the patient's body, the subject balloon did not expand. It was removed from the body, and upon visual inspection, subject balloon was found to have a pinhole. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.